Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4).; batch/lot number: 5127058/5129857; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having an infection at the battery site. Symptoms were oozing and fever. It was also reported that the infection was not device related and nothing happened during the procedure that may contribute infection. The patient was placed on antibiotics and underwent explant.